Manufacturer narrative:
Correction - h6 ( device code) the reported event could not be confirmed, since the CT scan does not show any clear signs of loosening or migration for neither the tibial nor the talar component. There is a little radiolucence visible adjacent to both components, but no clear loosening or migration. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan does not show any clear signs of loosening or migration for neither the tibial nor the talar component. There is a little radiolucence visible adjacent to both components, but no clear loosening or migration. The patient reports pain and the surgeon is planning to revise for this reason. A potential loosening is suspected, however, there is no clear radiological sign for this. Emphasizing this unclear cause of the revision it must be understood, that nothing can be said regarding a potential underlying cause. There is no evidence, that the issue is device related. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient fell down the stairs and continues to have pain and swelling. There's concerns for subsidence of the tibial component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient fell down the stairs and continues to have pain and swelling. There's concerns for subsidence of the tibial component.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.